Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation of the pulse generator it exhibited a -data not read message-. The device would not display battery measurements. The device was near elective replacement indicator and would be scheduled for a replacement.

Manufacturer narrative:
Analysis confirmed normal battery depletion.